Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with palpitations and dizziness. An interrogation showed the right atrial (ra) lead with undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.